Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient said they can't recharge, called the manufacturer representative (rep) , but they couldn't establish a recharge session/connection. Technical services (tss) had patient reset the recharger and they were able to recharge normally. Patient said they never turned their implant off and couldn't understand why therapy is off when they are at 40% battery. Tss reviewed with patient that for therapy to turn off it generally requires the patient handset, clinician device or the implant battery to be depleted. Patient said they never use their handset to turn therapy off. Tss reviewed with patient that there are situations where the recharger can charge the neurostimulator without giving status, ie. When recharger was charging in open loop. In patient's case it's possible that implant battery depleted and that caused therapy to turn off and the battery then charged up to 40%, but they need to turn therapy back on. Patient reported error 2019, when they were with the rep. Patient also got error code as well when tried to use the patient therapy app and the recharger app. Tss reviewed with patient to not use both of the apps at the same time.